Event description:
Initial info received from a sales representative on (B)(6)-2010: this non-serious case was received from sales representative and upon medical review, has been upgraded to serious based on company ime criteria. The sales representative reported that a female pt, received treatment with poly-l-lactic acid (sculptra, lot# and exp date unk) and an unspecified date "a few months ago". She reported that a pt injected poly-l-lactic acid and with a very happy result. However, an eruptive rash had appeared on her chin and pre-jowl sulcus area; the physician gave the pt a steroid pack that cleared up the rash, but as soon as she finished the pack, the rash returned. She does not think that the poly-l-lactic acid is the cause, but she is not sure. Concomitant medication and medical history were not provided. No further relevant info provided.

Manufacturer narrative:
(B)(4).